Manufacturer narrative:
(B)(4). Customer has not yet indicated if the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that during the procedure, when the surgeon attempted to remove the 7 mm reamer, it was noted that the reamer head had become disconnected from the shaft and remained in the patient's femur. It was decided to leave the reamer tip in the patient's bone. No additional patient consequences have been reported. Attempts have been made for further information, however, none is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI#: (B)(4). Complaint sample was evaluated and the reported event was not confirmed. Review of the returned product noted the head was disassembled from the shaft and was not returned. Dimensional evaluation of the returned product noted the product is conforming to specifications. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.